Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E3: reporter is a j&j sales representative. D4 h4: the device expiration date and date of manufacture are unknown at this time. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that prior to an unspecified surgical procedure the arthro pusher/cutter, clearfix calibr tool str, clearfix rasp str up 45 face, clearfix rasp str up 90 face and arthro pusher/cutter devices were being used when both suture cutter was blunt and malleable all bent not reusable. Meniscus rasp missing. This event did not occur during surgery. All available information has been disclosed. No additional information was provided. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product has not returned to depuy synthes mitek, however photos were provided for review. See attachments (m1.jpeg, m2.jpeg, m3.jpeg and m4.jpeg). Photos were provided for review, however the photos only show the product code for one of the devices reported. The second device reported could not be observed, and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Hands on analysis should provide the evidence necessary to confirm the root cause. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. The overall complaint was unconfirmed as the photograph provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.